Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. High power visual inspection of the lead barrel noted that the outer sense b coil spring electrode, the one nearest the outer bore, had become dislodged and pushed further into the lead barrel next to the setscrew connector block. The displaced coil spring prevented full lead insertion. Due to the dislodged coil spring the automated electrical test cannot be performed. Analysis of available information did not identify specific complaint cause.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) device system attended an in-clinic follow-up six months after the device implant. At the follow up, the shock impedance was observed greater than 400 ohms, which is high out of range. A second follow-up was then performed and it was noticed through x-ray that the electrode was not appropriately connected to the s-ICD device. The physician decided to disconnect the electrode, however, it was unable to be reconnected to the device. As a result, the physician decided to explant and replace the s-ICD device, and the same electrode was used to connect with the newly implanted device. The shock impedance value was now showing 70 ohms, which is within expected range. No additional adverse patient effects were reported. The explanted s-ICD was returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) device system experienced a system revision six months after the device implant. At the follow up, after the revision procedure, the shock impedance was observed greater than 400 ohms, which is high out of range. A second system revision was performed and it was then noticed through x-ray that the electrode was not appropriately connected to the s-ICD device. The physician disconnected the electrode, however, it was unable to be reconnected to the device. As a result, the physician decided to explant and replace the s-ICD device, and the same electrode was used to connect with the newly implanted device. The shock impedance value was now showing 70 ohms, which is within expected range. No additional adverse patient effects were reported. The explanted s-ICD was returned for analysis.